Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of a 6 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, after deployment of the stent graft, the physician was unable to retract the delivery system back into the stent graft cover. It was then noticed that the physician's glove had been caught in the strain release of the delivery system during the initial deployment. The physician brought the delivery system down from above the suprarenal fixation, in the normal manner, before removing the trapped glove. The whole delivery system was then removed from the patient as per the IFU. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received: it was confirmed that the size of the aneurysm treated was 56mm. Product analysis: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned intact. A kink was observed on the graft cover 9.5cm from the tip. Damage was observed to the spiral inner 3.5 and 9.5cm from the tip. There was no material visible lodged between the strain relief and the graft cover. A slight rise and flaring were visible on the distal end of the strain relief. The front grip was disassembled to remove the strain relief. The strain relief size was confirmed as 18f, the correct size for a delivery system of this size. The distal ID was measured at 0.2565-inch, specification is 0.254-inch minimum. The reported removal difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.